Manufacturer narrative:
(B)(4). Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Biomed advised that there is a temporary hold. He was supplied with a support number in case he had any further questions.

Event description:
Biomed at a user facility reported a "circuit occlusion alarm" during pt use. No pt harm. The pt was changed to another ventilator. Field service was requested.